Event description:
The customer reported no wash water was dispensed by summit. No error was generated. The service engineer replaced parts and verified proper operation of the instrument. No death or serious injury was assiciated with this incident.